Manufacturer narrative:
Concomitant product(s): 6935m62 lead, 429688 lead, implanted: (B)(6) 2013; 690r34 heart ring, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The lead was reprogrammed and remain sin use. No patient complications have been reported as a result of this event.